Event description:
The hcp reported the pt had experienced flu like symptoms about a month previous, but no significant withdrawal symptoms. At refill, the expected reservoir volume was 4.5ml and the actual was 13ml. No pump alarms were occuring.

Manufacturer narrative:
B5 - additional information from the hcp reports the pt's pain levels were unchanged from the previous visit. The hcp plans on sending the pt to the surgeon to discuss replacing the pump.